Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, sac enlargement (1cm) was identified. Also the physician noted that the stent cage looks unusual, however no leak was reported. An intervention has been planned but no further details have been provided. The patient was reported in good condition. Additional information: clinical review identified a type 3b endoleak at the bifurcation (seam disruption) resulting in sac growth from 5.7 cm to 6.5 was reported. A re-intervention with non-endologix (cook medical) device is planned, however no further information is available. The final patient status was reported as in good condition and being monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the type 3b endoleak and sac growth based on the medical records available to review. Attempts were made to obtain imaging but no response was received from the hospital. Procedure related harms , device, user, or anatomy relatedness of this event could not be determined. However, based on the use of the strata material, this may have caused or contributed to the event. The final patient status was reported in good condition being monitored. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, sac enlargement (1cm) was identified. Also the physician noted that the stent cage looks unusual, however no leak was reported. An intervention has been planned but no further details have been provided. The patient was reported in good condition.